Event description:
The pt was implanted with a smooth, low-bleed, gel-filled, mammary prosthesis in 1990. Subsequently, the pt experienced silicone granuloma and rupture of the device. The device was explanted on 99.